Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended the clinic for a routine follow-up on the (B)(6) 2022 at which affected channels were seen. Furthermore, the hearing performance with the device is affected. Re-implantation is considered.

Event description:
The user attended the clinic for a routine follow-up on the (B)(6) 2022 at which affected channels were seen. Furthermore, the hearing performance with the device was affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.